Event description:
Customer reported that he received multiple no delivery alarm while trying to deliver a bolus. Customer had not changed the infusion set and reservoir. Blood glucose value is 200 mg/dl. Customer was not able to troubleshoot at the time; he was instructed to do a complete set change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.